Event description:
Fluid leak in the centrifuge compartment related to too much solvent dispensed into the loop sleeve, which in turn weakened the tubing and over the course of the procedure caused premature failure.